Event description:
Device 2 of 2. The patient received 2 scs leads with different lot numbers. Reference MFR. Report: 1627487-2012-03084. It was reported the patient is not receiving adequate stimulation. Scs lead analysis showed invalid impedance values. A sjm representative was unable to resolve the issue with reprogramming. X-rays identified the scs leads have migrated. Surgical intervention has been scheduled to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.